Event description:
It has been reported to the co that upon opening the packaging of this device it was noted that the sidearm of the device had detached. There was no pt involvement. The device is being returned for co's analysis.